Event description:
The customer reported being admitted in the emergency room due to high blood glucose of 419mg/dl. The customer experienced vomit, pain in arms, neck, legs hurting, and tongue went numb. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. The customer mentioned that she changes the infusion set and reservoirs every three days, and sometimes the sites are puffy, swollen, and insulin leaks out of the site when she removed the cannula. The caller stated that her low blood glucose has been off and on for the past few months. The customer also stated that the device was exposed to an x-ray while wearing the device. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.